Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced difficulty attaching the connector during a supply change and received troubleshooting guidance to use pliers for improved grip, after which the connector turned and insulin delivery resumed as usual with no impact to blood glucose and no alerts or alarms. Symptoms included no adverse clinical effects. Outcomes included no change in clinical status and no need for medical intervention or hospitalization. Investigation included telephone troubleshooting and user education. Investigation of this case revealed the device functioned as designed after successful connector manipulation. It was concluded that the event was attributable to user handling and did not represent a device malfunction.